Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the carbohydrate ration and correction factor was entered incorrectly. Subsequently, the customer experienced a low blood glucose (bg) level of 20 mg/dl and lost consciousness. Emergency services were called and the customer was treated with glucose gel. The customer continued to use the pump for insulin therapy.